Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 due to high blood glucose level. Blood glucose was 500 to 600 mg/dl at the time of the incident and treated with bolus and manual injection. Blood glucose at the time of the call was 91 mg/dl. The customer was wearing the insulin pump at the time of admission and the blood was 481 mg/dl. Customer also reported getting an insulin flow blocked alarm. Troubleshooting was performed and the alarm was resolved by changing the reservoir and infusion set. The insulin pump was not replaced or returned for analysis.